Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The cleaning brush could not be inserted due to a blockage in the channel pipeline. Foreign material was removed after cleaning. Due to scratches on the distal end cap, the insulation resistance at the distal end was out of specification. Due to wear on the angle wire, the upward angulation was out of the standard and the gap of the up/down angulation control knob was out of the standard. Omsc confirmed cracks in the distal end cap and wear of the adhesive on the bending section rubber from the photos provided by (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that there was foreign material in the channel. There was no report of patient injury associated with the event. The device may have been used in the procedure, with the clogged foreign material and insufficient reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the photos provided by olympus korea co., ltd. (Okr) that foreign material remained in the instrument channel. The exact cause of the reported event could not be conclusively determined. However, based on the photos provided by okr and the past similar cases, the reported event may have been caused by the following: the foreign material in the instrument channel may be derived from the endo-therapy accessories used in the procedure or the cleaning brush. It may have been caused by it falling into the instrument channel or being damaged during use and leaving its debris in the instrument channel. In addition, based on the past similar cases and the description in the instruction manual, the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure due to insufficient training for the user facility regarding device handling and reprocessing according to the instruction manual. The instruction manual states precautions to avoid inhaling solids such as clips and thick liquids. In addition, the instruction manual states that the instrument channel should be inspected, so it is possible to detect foreign material in the instrument channel before the procedure and prevent the occurrence of the reported event. The reprocessing manual also states that precleaning should be performed on the bedside in the patient procedure room immediately after the procedure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.